Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error and motor position encoder error during prime. Customer's blood glucose levels were not included in the report. No significant events leading to the alarms were observed. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with normal operating currents. Also passed self test, unexpected restart error test, rewind test, basic occlusion test, prime test and displacement test. However, the insulin pump received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed motor position encoder error alarm due to history file overwritten with displayable history check failed alarms. Displayable history check failed alarms due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.